Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that multiple hypotube kinks were found and a shaft break at 55cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon noted that the balloon was subjected to positive pressure however no damage was observed to the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified with the tip. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The shaft part of the catheter was fractured at about 50com from the hub.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the catheter was fractured. The target lesion was located in the left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The shaft part of the catheter was fractured at about 50com from the hub.